Event description:
Procedure: lap ventral hernia repair. According to the reporter: the protack would not fire tacks. The staff applied another device. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR.